Event description:
During a coronary stent procedure, the physician experienced difficulty advancing the delivery/stent device past the primary curve of a mighty max 7f mp hs guide catheter. While attempting to advance, the shaft of the catheter kinked and subsequently broke during removal. The procedure was completed with a velocity stent. No pt injuries or complications occurred.